Event description:
This pt had an inner ear malformation, gusher's syndrome. The pt had revision surgery after cochlear implantation due to a significant fluid drain. Three days after revision surgery, the pt developed bacterial meningitis.